Event description:
It was reported that during a procedure changing the patient's implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system, after the new generator was put into the pocket, the right ventricular (rv) lead exhibited low out-of-range shock impedance values from zero to thirteen ohms, intermittently. Upon testing different vectors, other vectors resulted in high out-of-range shock impedance values in the 130 to 145 ohm range. The physician reset both df-1 connections in the header, but the issue was not resolved. They delivered a 41 joule commanded shock, and the impedance values steadied at 65 ohms, which persisted solidly until the next day. The physician noted there were no patient issues as a result, and although they worried there may have been some lead damage during the procedure that was causing the aforementioned impedance issues, x-rays taken after the fact confirmed no clear led integrity issue. The leads and new device remain in service. No adverse patient effects were reported.